Event description:
It was reported that during a ptca procedure, the balloon winged and would not fit back into the guide catheter. The outer shaft pulled free of the inflation lumen as the catheter was pulled out. All pieces were retrieved. No pt injuries or complications occurred.